Manufacturer narrative:
Manufacturer review determined that the reported event is consistent with a previously identified and well-characterized failure mode that has been documented in prior complaints and investigations for this device. The failure mechanism and associated potential harms are already known and have been evaluated through earlier investigations. This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that the ilet touchscreen cracked when the patient fell and landed on the device; the screen remained responsive, blood glucose management was reported as unaffected, and the device was no longer watertight, for which a replacement was arranged and instructions for shutdown, data sync, return, and startup were provided. Symptoms included no injury, no hypoglycemia, and no hyperglycemia. Outcomes included no medical intervention and continuation of therapy with guidance to consider backup therapy and continued cgm use via dexcom app or receiver. Investigation included customer interview and product replacement logistics. Investigation of this case revealed mechanical damage to the touchscreen attributable to an external impact, with the affected component identified as the display assembly; no device malfunction or alarms were reported. It was concluded, based on previously established findings for similar reports, that the cause was user-induced physical damage due to accidental impact.